Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) (caller) via a manufacturing representative (rep) regarding a patient who was receiving dilaudid (hydromorphone) via an implantable pump for non-malignant pain. It was reported that the caller stated that the patient came in on the (B)(6) and yesterday ((B)(6) 2026) and said that the pump was alarming. The caller stated that the patient stated that the pump was empty and imagined that was why it was alarming. The caller stated that the pump went off about every 10 minutes. The caller wanted to know if there was something that could be done on someone's end to have the alarm silenced. The agent asked if the patient had discontinued the medication and the caller said not sure. The patient was ina woman's correctional facility. The technical services (ts) reviewed manufacturing representative's role and provided contact information for the answering service.